Event description:
It was reported that during a sleeve gastrectomy procedure, the device was fired and the cartridge popped out of the anvil. Staples were deployed but were unformed. The device was placed aside and a new was used to continue the procedure. No patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? 2nd. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? Yes, gore seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. No further investigation can be performed at this time.